Event description:
It was reported that the patient experienced a return of their fecal incontinence after hitting their neurostimulator on a car door. The neurostimulator was then adjusted appropriately. The patient outcome was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28, lot #j0455355v, implanted: (B)(6) 2005, explanted: na, extension model 3095-10, serial #(B)(6), implanted: (B)(6) 2005, programmer model 3031a, serial #(B)(4).